Manufacturer narrative:
Per the clinic, the patient was prescribed with two week course of oral antibiotics (specific date not reported).

Event description:
Per the clinic, the patient experienced an infection at the incision site (date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.